Event description:
During a lap nephrectomy procedure, endoclips do not close together, but rather misaligned. Doctor noticed this on the screen and replaced the instrument both times. No patient consequence. Four devices returning.